Event description:
It was reported in an article in neurosurgery that a patient suffered an in-stent thrombosis forty eight hours post stent deployment in the middle cerebral artery. An MRI scan revealed ischemia of the putamen and corona radiata when the patient presented with left proportional hemiplegia and aphasia due to the instent thrombosis. Intra-arterial alteplase was administered as well as standard heparing and antiplatelet agents, with recovery of the stent permeability.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Throbus and ischemia are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in an article in neurosurgery that a patient suffered an in-stent thrombosis forty eight hours post stent deployment in the middle cerebral artery. An MRI scan revealed ischemia of the putamen and corona radiata when the patient presented with left proportional hemiplegia and aphasia due to the instent thrombosis. Intra-arterial alteplase was administered as well as standard heparin and antiplatelet agents, with recovery of the stent permeability.

Manufacturer narrative:
Literature: costalat et al, neurosurgery 2010: 67(6); 1505-15 - attachment: [2939204-2010-01134_maldonado_neurosurgery_dec2010.pdf].